Manufacturer narrative:
Reference record (B)(4).   The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation.   A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced redness and discharge at the stoma site, prior to starting duopa therapy. On (B)(6) 2020, the patient was diagnosed with cellulitis at the stoma site and was treated with an oral antibiotic, clindamycin.